Event description:
A 4.5mm lcp proximal femur plate, implanted on an unknown date, broke post operative and was removed.

Manufacturer narrative:
Investigation is on-going, no conclusion can be drawn, no product has been received for investigation. Review of the manufacturing records for this lot number has been requested.